Event description:
Experience # 2 of 2 rec'd for this device. Overdelivery reported. The pump was in homecare use to infuse a 1030ml container of tpn over 12 hrs as follows: 60ml/hr for the last hr. The pt reports that the infusion completed within 10 hrs. No adverse effects to the pt occurred. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery) for breeze 175 products is approximately 0.00/million sets.